Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time additional information was not received. (B)(4).

Event description:
An optometrist reported a patient with trace corneal haze in the periphery of the left eye two months following photorefractive keratectomy (prk). The patient reported blurry vision but there was no decrease in best corrected visual acuity (bcva). The patient was to begin tapering topical steroid drop over four months. Additional information has been requested.